Event description:
It was reported that the right ventricular lead was oversensing. The sensitivity on the lead was reprogrammed. The lead is still in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Event description:
It was also reported that there was an additional episode of oversensing on the right ventricular (rv) lead and the sensitivity was reprogrammed again.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.